Event description:
It was reported that the customer had seen a decreased quality of the bardia silicone elastomer foley catheters for a long time. Stated that the catheter fall out (batch# mygu1645, batch# myfx4463 and batch# unk). The incident occurred during use. The customer experienced major problems with bardia catheters in both sizes 12, 14 and 16. The catheters could rarely stay for 12 weeks. They often get stuck (batch# mygu1645, batch# myfx4463 and batch# unk). Also stated that the catheters slipped out. The customer also experience that the catheters often cause damage (batch# mygu1645, batch# myfx4463 and batch# unk). Sometimes the cuff was broken, which could indicate something else (batch# mygu1645, batch# myfx4463 and batch# unk). But, the catheters also came out with a cuff (batch# mygu1645, batch# myfx4463 and batch# unk). This applies to almost everyone with bardia catheters. It was not a special batch, it applied to everyone and for a long time. The customer stated that they should be able to take any as a product sample as this had been a problem for a very long time. There was no special carton or batch number. Also stated that they could see a general deterioration in bardia catheters (batch# mygu1645, batch# myfx4463 and batch# unk). They also don't see the same problem when they had silicone catheters or tiemann catheters. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be operator error, user related (eg: incorrect catheter size used, insufficient lubricant applied). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the customer had seen a decreased quality of the bardia silicone elastomer foley catheters for a long time. Stated that the catheter fall out (batch# mygu1645, batch# myfx4463 and batch# unk). The incident occurred during use. The customer experienced major problems with bardia catheters in both sizes 12, 14 and 16. The catheters could rarely stay for 12 weeks. They often get stuck (batch# mygu1645, batch# myfx4463 and batch# unk). Also stated that the catheters slipped out. The customer also experience that the catheters often cause damage (batch# mygu1645, batch# myfx4463 and batch# unk). Sometimes the cuff was broken, which could indicate something else (batch# mygu1645, batch# myfx4463 and batch# unk). But, the catheters also came out with a cuff (batch# mygu1645, batch# myfx4463 and batch# unk). This applies to almost everyone with bardia catheters. It was not a special batch, it applied to everyone and for a long time. The customer stated that they should be able to take any as a product sample as this had been a problem for a very long time. There was no special carton or batch number. Also stated that they could see a general deterioration in bardia catheters (batch# mygu1645, batch# myfx4463 and batch# unk). They also don't see the same problem when they had silicone catheters or tiemann catheters. It was unknown what medical intervention was provided.